Manufacturer narrative:
Additional information was received that the patient was also not getting adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site specifically at the left upper gluteal region and was having discomfort at the anchor site in the lumbar region. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial #: (B)(4), description: avista MRI perc lead kit, 56 cm; model#: sc-4319, lot #: 19823503 description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing pain at the ipg site specifically at the left upper gluteal region and was having discomfort at the anchor site in the lumbar region. The patient will undergo an scs explant procedure.